Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the insulin pump went dead over the weekend. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer stated insulin pump had no power alert, weak battery alert, failed battery alert. Customer stated did not receive a failed battery test as the insulin pump did not turn on either. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. No unexpected weak battery alarm anomalies noted. (B)(4).